Manufacturer narrative:
The reported pump issues were confirmed. During the testing on (B)(6) 2018, the pump was found to alarm "system error" when the technician attempted to run an infusion. The pump was also found to have a speaker that was not emitting any sound. The pump door was also found to have a stiff door hinge. The main wire harness, pump door hinge washer, pump door hinge and speaker assembly were replaced. The pump was re-tested and verified to meet all specifications on (B)(6) 2018 by the service provider.

Event description:
A distributor reported a pump malfunction to zyno medical on (B)(6) 2018. The distributor stated that they received an email from their customer reporting a pump system error alarm issue on (B)(6) 2018. The pump was sent back to the distributor for evaluation. During the testing, the speaker of the pump was found to not sound on (B)(6) 2018, which is MDR reportable per zyno medical's MDR procedure. There was no patient involvement in this case.